Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of the inside of the instrument channel and the suction channel, like a scratchy was found in part of the distal end section, but there is no abnormality such as buckling, scratches, smear and foreign material was found in other section. There were like a scratchy was found in the distal end section, but there is no smear, foreign material or scratch was found at the instrument channel port, the suction cylinder, the nozzle, the water supply connector, and the air supply connector. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endostream, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for bacillus. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.